Event description:
The lay reporter/mother contacted lfs in 2009 alleging that her daughter's one touch ultra meter does not power on. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the reporter to obtain further clinical information and sent a letter for the reporter to contact mss. The reporter mentioned that her daughter's meter did not turn on. The reporter mentioned that the issue began a week or two prior to calling lfs. The reporter mentioned that a day prior to contact the lfs, the pt went to urgent care/clinic and was treated. The reporter was unable/ unwilling to verify whether the pt exhibited any symptoms, was tested on another device or what kind of treatment the pt received in urgent care. While troubleshooting with the customer care advocate (cca), the cca had the reporter replace the battery. Reporter used a battery that was in another meter and the subject metr powered on. The pt was using the correct vial of test strips. When reporter inserted the test strip all the way into the meter, the meter powered on. The meter is not a new product (out of box). No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, whether the pt continued to take their oral medication on a regular basis, whether she exhibited any symptoms, whether she was tested in the urgent care and what treatment she received. Product was replaced. The complaint is being reported since the pt was unable to test her blood glucose for approx 1-2 weeks and ended up seeking medical attention in the urgent care and receiving treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.